Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.

Event description:
New information received: an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. New programming changes were recommended. No further information available.

Event description:
New information received: an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. New programming changes were recommended. Programming changes have not been made. No further information available.